Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: on investigation, the up arrow, down arrow and ok buttons were under responsive. The keypad cover was removed; there was no damage, defect or contamination of the button contacts or the keypad flex cable. The pump was opened for further investigation revealing moisture corrosion on the keypad connector and the printed circuit board. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok, up arrow and down arrow buttons. This complaint is being reported because has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.